Event description:
It was reported that guidewire detachment occurred. The target lesion was located in a moderately tortuous and moderately calcified loop of the foot. A savion flx guidewire was used to cross the lesion. However, the wire broke off 15 inches distally inside the patient body. The pieces of the wire were then removed, and it came out with sheath. The procedure was completed. There were no patient complications reported.